Event description:
It was reported that during a procedure to treat a total occlusion in the mid right coronary artery (rca), a perforation occurred in the distal rca. A 3.0 x 16 otw jostent graftmaster stent system was advanced in an attempt to treat the perforation; however, the graftmaster could not cross the area of a 3.0 non-abbott stent to the perforation site even with an extra backup guide catheter and grand slam guide wire. Ballooning was performed to successfully seal the perforation. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: grand slam; guide catheter: extra back-up; stent: promus element. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.